Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the self tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly despite the fact that the instrument was returned with the grip open lever missing. A piece of tissue was removed from the instrument jaws. The following additional tests were performed: ceramic dot verification: pass; cut test: pass; energy delivery test: pass; knife slot: .027"; grip force test: straight 6.41 lbs, pitch 6.56 lbs and yaw 6.88 lbs.the instrument was found to have the open lever missing from the instrument. The root cause of this failure is attributed to mishandling. A review of the log found no errors related to the instrument. The instrument was transferred to engineering for further review. The instrument was returned without a grip open lever. The grip lock button was found to be slightly bent. The missing grip open lever was not returned with the RMA. The instrument passed all related functional tests, and no damage was found. The grip open failure could not be replicated. Review of the logs did not find any instrument errors across approximately 29 minutes of usage. The bent grip lock button is a failure that can be attributed to mishandling.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem as previously reported due to the report of the tissue that was stuck between the jaws of the instrument needed to be cut. Site tried to release the vse instrument by using the release knob. However, it was reported that it broke, and fell off. Corrected information can be found the following fields: b1, b2, h1, annex e, annex f, annex a b1 updated from "product problem" to "adverse event and product problem" b2 updated h1 updated from "malfunction" to "serious injury" annex e updated to include e2403 annex f updated to include f26 due to the report of ¿nothing significant¿ annex a updated to include a051104 due to the report of unclamping issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument used during the da vinci-assisted surgical procedure has not been returned to isi for evaluation. Therefore, the root cause of the alleged customer reported issue cannot be determined. If additional information is obtained, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed the following possible related system errors: installed vessel sealer extended failed to engage on usm 4. No image or video was provided. Although during following-up it was confirmed that the site did not press the emergency stop (as recommended in the instructions for use (IFU)) prior to trying to release the jaws, it is unknown as to why the instrument jaws were stuck on tissue. Warning: do not perform grip release on a non-faulted system without first pressing the emergency stop button. Failure to observe this warning may result in unintended instrument motion or damage to the grip release mechanism. This complaint is being reported due to the following conclusion: it was reported that a vessel sealer extend instrument was unable to unclamp the instrument jaws. The tissue that was stuck between the jaws of the instrument was cut. While there was tissue stuck in between the jaws, it was confirmed that the surgeon was not concerned because it was reported that the tissue that was stuck was insignificant fatty tissue and did not require any sutures. If this reported failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the vessel sealer extend instrument release grip broke off, and the jaws were stuck on tissue. The tissue was released by cutting the stuck tissue around the jaws of the instrument with another vessel sealer extend instrument. The customer contacted an intuitive surgical, inc. (Isi), technical service engineer (tse) and reported that the vessel sealer extend instrument¿s jaws got stuck on tissue and the release grip button broke off. The vessel sealer extend instrument was being used on arm 4. The tse recommended they use an alternate surgical approach to release tissue. Hence, the customer decided to use a second vessel sealer extend instrument to cut away tissue to release the first vessel sealer extend instrument. On 9-nov-2020, isi contacted the site's robotics' coordinator and obtained the following additional information regarding the reported event: the robotics¿ coordinator stated he does not recall the details of the patient demographics. It was reported that during a cholecystectomy procedure on (B)(6) 2020, the vessel sealer extend instrument was stuck on tissue. The robotics¿ coordinator confirmed that it was fatty tissue and nothing significant. The resident who was assisting tried to release the vse instrument by using the release knob. However, it was reported that the release knob broke, and fell off. The robotics¿ coordinator did confirm that the emergency stop button was not pressed prior to trying to release the grip. The jaws of the instrument remained stuck. The customer contacted technical support for guidance. The tse recommended they use an alternate surgical approach to release the tissue. The customer decided to use a second vessel sealer extend instrument to cut away tissue to release the first vessel sealer extend instrument. The robotics¿ coordinator did confirm that there was no sealing issue, and just a little bit of fatty tissue was cut. The surgeon had confirmed that he was not concerned about the insignificant fatty tissue that was excised. There were no additional sutures placed. The procedure was completed with the second vessel sealer extend instrument with no further issues. The robotics¿ coordinator was not sure if photographic images or video recording were available for review.